Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion cannulas were kinking. F/u was completed with pt on (B)(6) 2011. Pt experienced elevated blood glucose of 190-200 mg/dl due to bent infusion cannulas. She also received e4 occlusion errors on the infusion device. Normal blood glucose is 130 mg/dl or lower. Pt was able to self-treat her hyperglycemia. E4 occlusion errors would occur on the second day of use of the infusion set, and pt reported she could feel if she had a bent or kinked cannula. Headsets were inserted manually. Alleged infusion set was discarded and will not be returned for eval. Product was replaced. The pt did not require assistance from a health care professional or second party to address the issue.